Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and ventricular leads exhibited noise and were not working efficiently. Leads were explanted and replaced. Patient¿s condition was stable throughout the event.